Event description:
Boston scientific received information that prior to the implant of this lead, the chronic system was fully explanted. The first right ventricular (rv) lead was unsuccessfully placed after multiple attempts due to a difficult patient anatomy. The lead was removed and after the successful implant of this new right ventricular lead and the pulse generator, a pericardial effusion and cardiac tamponade occurred due to a suspected perforation. No intervention was required and the device and right ventricular lead remain implanted an in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.